Manufacturer narrative:
Intuitive surgical, inc. (Isi) received fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The instrument was analyzed and found to have a piece measuring approximately 14.28 mm x 4.73 mm in size broken off. The broken piece was not returned with the fbf instrument.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the jaw of the fenestrated bipolar forceps (fbf) instrument broke and a fragment fell inside the patient. It was confirmed that the fragment was successfully retrieved during the same procedure using a laparoscopic instrument and was fully removed through direct visualization by the surgeon. No post operative tests were performed to assess for retained fragment. The procedure was completed.